Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on (B)(6)2019. [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a pulmonary arteriovenous malformation (pavm), the 5mm x 15cm galaxy g3 coil (gly120515 / l15565) was the fifth coil chosen, however, the coil size did not fit the lesion and during the attempt to resheath the coil, it could not be resheathed and the coil was damaged. Additional information was received reporting that the coil had been inspected prior to use. The physician changed the coil to another of a different size and four additional coils were implanted to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: e.1: the initial reporter title, first and last names were added; initial reporter phone: (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode: krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). [Conclusion]: the healthcare professional reported that during the coil embolization procedure of a pulmonary arteriovenous malformation (pavm), the 5mm x 15cm galaxy g3 coil (gly120515 / l15565) was the fifth coil chosen, however, the coil size did not fit the lesion and during the attempt to resheath the coil, it could not be resheathed and the coil was damaged. The physician changed the coil to another of a different size and four additional coils were implanted to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (l15565) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure of a pulmonary arteriovenous malformation (pavm), the 5mm x 15cm galaxy g3 coil (gly120515 / l15565) was the fifth coil chosen, however, the coil size did not fit the lesion and during the attempt to resheath the coil, it could not be resheathed and the coil was damaged. The physician changed the coil to another of a different size and four additional coils were implanted to complete the procedure. There was no report of any patient adverse event or complication associated with the reported issue.